Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the fill estimate was inaccurate. The customer's blood glucose level was 97 mg/dl. Customer reloaded the same cartridge and was able to resume insulin delivery.